Manufacturer narrative:
The device is not returned as the issue of the b30 scope communication error was resolved by troubleshooting (cleaning of connector contacts of scope and lightsource). As such, an actual device evaluation is not performed. However, an evaluation is done by historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The b30 error occurs when the communication for transmitting the scope side data to the cv side at the time of scope connection cannot be completed normally. Since the error was resolved by cleaning the scope connector contacts, it is highly probable that contamination and water droplets adhered to the scope connector contacts hindered communication and resulted in a b30 error. The instructions for use includes the following statements: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.

Manufacturer narrative:
Follow up efforts for additional information revealed that olympus technical support provided recommendations for cleaning of the device which the customer confirmed resolved the initial customer report. The device is not expected to be returned for analysis therefore; no additional conclusion can be drawn.

Event description:
The customer reported that a scope communication error code b30 was displayed on the device during use. There was no patient harm reported. No additional information was provided.